Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. Microscopic evaluation revealed surface abrasion on the pump inlet tubing and the longer pump exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Evaluation revealed a separation in the cylinder 2 exhaust tubing. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Testing revealed this separation to be a site of leakage. Microscopic evaluation revealed surface abrasion on both cylinder exhaust tubes. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder 2 exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device had a malfunction of a pump tubing leakage.